Manufacturer narrative:
(B)(4) evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
At the (B)(6) 2025 doctor appointment, signal artifact was noted on the left thalamus (cm) depth lead, placed contralateral to the rns. The lead is secured with a dog bone with lead protection. Stimulation was disabled on the lead at the (B)(6) 2025 appointment. High impedance was noted in (B)(6) 2026 on the same lead. Signal artifact and high impedance are indicative of a lead break. The lead was replaced on (B)(6) 2026.